Manufacturer narrative:
Concomitants: 02-012-45-3040 - lgc tibial fit tray cem sz 3f / 4t. 02-012-60-1612 - logic stem ext 16mm x 120mm. 02-012-60-2012 - logic stem ext 20mm x 120mm. 02-010-06-0531 - logic post. Aug. Block size 3, 5mm. 208-05-03 - cc distal fem augment sz 3, 5mm. 02-010-06-0531 - logic post. Aug. Block size 3, 5mm.

Event description:
It was reported via clinical study, that the 68 yo female patient noted recent left knee pain, right knee severe oa. The date of onset is unknown. The patient underwent revision surgery due to aseptic loosening. The patient¿s outcome was last known as continuing.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: b3, d1, d4, d6a, g4, h6. MDR section codes updated/corrected: a, b, c, d, e, f, g. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The reason for the clinical symptom of pain reported cannot be conclusively determined and the event cannot be confirmed because the devices were not available for evaluation, and relevant patient information, images, or radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.